Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was in good condition with no signs of external damage. Event history log (ehl) showed force sensor test. At power up, the reported problem was not duplicated; all the force readings were within the required specifications; the customer manipulated the pump during its self-test, by entering a code and the customer was able to clear the force sensor test error. The root cause of the issue was deemed to be customer induced via the customer's disturbance of the pump during its self-test process. Actions were taken to mitigate the reported issues: the pump will be converted into a loaner.

Event description:
It was reported that the pump had an out of box failure - force sensor failure. No patient injury was reported.